Event description:
Customer experienced discrepant sodium results starting 2008; exact number of patients impacted not provided. One patient example was provided. Initial sodium gave 106 mmol/l; repeated three times giving 139 mmol/l each time, initial result was not reported. Patient not adversely affected. If additional info is received, appropriate notification will be provided.